Event description:
User alleges they had one event of the catheter breaking off into the patient.

Manufacturer narrative:
Evaluation results: a review of manufacturing records was performed and no issues were found that would impact customer report. The sample was not returned for evaluation. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw the catheter back through the epidural needle as this may cause the catheter to kink or shear."